Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a scaphoid surgery, two guide wires broke at the thread level during the insertion. Reportedly the surgeon was not able to remove the two broken tips from the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device returned. The device returned for evaluation with the tip broken off at the crossover from the thread to the shaft. The shaft is partially deformed with stress marks. The measurable dimensions of the guide wires were found within compliance with technical drawings. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity. Both guide wires are partially deformed and have visible stress marks at the shaft. Therefore the part and the lot number are barely readable. No product fault could be detected. The exact cause of this occurrence cannot be defined. Based on these findings, the reported breakage is possibly indicative of a mechanical overload during usage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.